Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of blue clenz (approx 2 tbs.) Around the manual probe of the coulter lh 750 hematology analyzer. The customer also indicated that the instrument was also experiencing low vacuum errors. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and no medical attention was sought. There was no death, injury, or change to patient treatment attributed or associated to this event, nor was there impact to patient results as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and observed that the instrument was not aspirating and experiencing low vacuum errors. The fse replaced the vacuum trap assembly and adjusted the low vacuum regulator. After service was performed, the manual probe began aspirating properly and the instrument was no longer experiencing low vacuum errors. There was also no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. The root cause for the leak is unknown but was remediated when the fse replaced the vacuum trap assembly and adjusted the low vacuum regulator. Per labeling, beckman coulter, inc. Urges its customers to comply with all (B)(4) standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The bec identifier for this report is (B)(4).